Event description:
Consumer report getting readings they feel are not accurate. Comparing to their other meter. Analysis run on clark error grid using competitive reading (132) as ref. Point vs. Bd readings (276) yeilded data points in the c range of the grid, outside acceptable limits.